Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: the keypad was found to be intact with no evidence of peeling or damage. All keys were responsive. The keypad was removed; no evidence of contamination was found on the key contacts. The pump cover was opened. No evidence of moisture corrosion was found near the keypad connector. Investigators were unable to duplicate the complaint about an unresponsive keypad.